Manufacturer narrative:
Due to character limit: e1(event site name) - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) experienced a performance issue following installation of a replacement nvram ic with the new ic installed it will not boot up just goes to black screen and alarms. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d5,d9,d10,e1(initial reporter)(event site mail),e2,e3,e4,g2,g3,g6,h2,h3,h6(impact code),h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that a cardiosave intra aortic balloon pump (iabp) experienced a performance issue following installation of a replacement nvram ic with the new ic installed it will not boot up just goes to black screen and alarms. No patient involved.